Event description:
It was reported that on (B)(6) 2011, a promus 3.5 x 12 mm stent was implanted in a mid left anterior descending coronary artery (mlad) and approximately 7 months later, on (B)(6) 2011, there was stent restenosis found. On (B)(6) 2012, the patient was hospitalized and another percutaneous coronary intervention (pci) was done on the target vessel as treatment. The event resolved without an adverse patient sequela on (B)(6) 2012. The patient was discharged home on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.